Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis found that the system experienced a period of optical instability and provided instructions to perform a sensor relink to allow the system to re-initialize and converge faster. However, the relink wasn't performed as the user was in the hospital. The user had reported an infection at the insertion site (MFR#: 3009862700-2026-00077), which likely contributed to the discrepancies observed. The sensor was removed due to the infection.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.